Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per doc-0249432, stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency." There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported and learned through medical record that a 21mm 11500a aortic valve in aortic position is under evaluation for a potential valve in valve procedure after an implant duration of 1 year, 5 months and 19 days due to moderate to severe stenosis. Patient presented in dyspnea. Through medical record, patient presented in severe respiratory distress with right sided pleural effusion requiring thoracentesis. Echo revealed aortic stenosis, and patient was placed under evaluation for palliative tavr just for symptom control. Infection work-up was negative.

Event description:
It was reported that a 21mm 11500a aortic valve in aortic position was under evaluation for a potential valve in valve procedure after an implant duration of 1 year, 5 months and 19 days due to unknown reason. Additional information received through investigation; the patient has stage 4 cancer and opted to not proceed.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.